Event description:
A pt underwent an attempted percutaneous inserted central catheter line placement in the left upper extremity in 2004. The next day the pt was found to have an inadvertent retention of a fragment of the introducing guidewire within the venous system that was detected by x-ray. The pt had a successful removal of the guidewire fragment by interventional radiology.